Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Images and videos were provided and reviewed by the product safety physician. The review of the customer provided media confirmed that the fred did not completely open at the proximal end as described in the complaint. One of the images shows what appears to be a separation of the inner and outer layers of the fred stent at the proximal section of the stent. The visual inspection of the provided media could not determine circumstances that led to this condition. Without the return of the implant, the investigation is limited and cannot determine the cause of the inability to open fully.

Event description:
It was reported that after deployment of the fred, the stent did not completely open at the proximal end. There was no reported patient injury or additional intervention.